Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
3mensio imagery from the pre procedural screening was provided for the evaluation. Tortuosity and calcification were present in the access vessel. The sheath and the delivery system were returned separated from each other. The returned devices were visually inspected for any abnormalities. The loader was over the delivery system balloon and the valve was on the proximal working length of balloon. The sheath shaft was partially expanded up to 15.3 cm from strain relief, the tip was unopened and there was moderate soft tip damage. There was a deep scratch in distal end of sheath. The delivery system was inserted completely through the sheath without difficulty. The sheath and the tip expanded normally with no stretching. All dimensional measurements were within specification. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not revealed any manufacturing related issues that may have contributed to the reported event. The esheath IFU, edwards s3 kit ¿ transfemoral IFU, device preparation training manual, and procedural training manual were reviewed for guidance involving esheath and delivery system usage. It is noted to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 - 2 cm. In expectation of high friction, use short movements. Based on the review of the IFU/training manuals, no deficiencies were identified. During functional testing of the returned devices, the delivery system was able to be inserted completely through the sheath without difficulty. The tip opened normally, the sheath expanded normally with no stretching. A review of DHR, lot history, and complaint history revealed that there is no indication of a manufacturing nonconformance that could have contributed to the reported event.  As noted in the training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿. It was noted in the complaint description and in the 3mensio report that the access vessels have severe calcification and tortuosity. Furthermore, the deep scratch at the distal end of the sheath shaft indicated the presence of calcification. The tortuosity and calcification could have contributed to higher push force by creating a difficult pathway to advance the delivery system through the sheath. Per the initial report, ¿on the second attempt, the physician left the loader in the sheath until he advanced the valve past the point of difficulty and felt like the loader provided more support to push.¿ as instructed in the training manual, the commander delivery system is to be advanced through the sheath until the valve exits the sheath then retract the loader to the proximal end of the delivery system. If the loader was not fully inserted in the sheath during delivery system insertion, it may result in the resistance when pushing the delivery system through the sheath, especially in the proximal portion of the sheath. Other procedural factors such as improper flushing/wetting of the devices, incorrect deairing (residual fluid or over inflation of the balloon, which resulted in the increased balloon profile), incomplete or misaligned valve crimping may result in difficulty inserting the delivery system through the sheath. However, available information suggests that patient (access vessel calcification and tortuosity) and/or procedural factors (loader not fully inserted in the sheath) can contribute to resistance. No manufacturing non-conformities or damages were found in the returned samples that could have contributed to the injury reported. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Investigation results suggest the vessel injury is likely related to the patient¿s severe vessel calcification and tortuosity. There was no non-conformances that were identified on the returned sample. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), the 23mm sapien 3 (s3) valve would not advance through the 14 fr esheath. There was a question as to whether there was a kink in the sheath (there was no visual confirmation of a kink post removal). The first valve was pulled back into the sheath and the sheath, delivery system and valve were pulled out at one time. A new 14 fr esheath was inserted, and the second 23 mm s3 valve and commander delivery system was inserted without difficulty. On the second attempt, the physician left the loader in the sheath until he advanced the valve past the point of difficulty and felt like the loader provided more support to push.  Postoperatively she was found to have a right external iliac artery occlusion. During the initial evaluation she was asymptomatic and the team elected non-operative management. They hypothesized a dissection when the team reviewed the tavr femoral angio two days later. There appeared to be a small line in the imaging that was questionable.  Over the following week she developed increasing rest pain in her right foot and had repeat noninvasive imaging that suggested an abi of 0.2. She also developed a wound on her right heel in the setting of her external iliac occlusion and now critical limb ischemia. As a result, a left to right femoral-femoral bypass was performed. Mld was 5.9mm with severe calcification and tortuosity. The product is expected to be returned.